Manufacturer narrative:
Device evaluated by MFR.: the promus select ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the mid shaft section. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 3.50mm promus premier select drug eluting stent was advanced for treatment. However, the stent could not track due to calcified vessel and the stent got damaged during the process. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 3.50mm promus premier select drug eluting stent was advanced for treatment. However, the stent could not track due to calcified vessel and the stent got damaged during the process. The procedure was completed with a different device. There were no patient complications reported.